Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) connector pin bent. The visual inspection revealed deep scratches in the connector pin and it was sharply bent preventing insertion of the stylet and correct extension and retraction of the helix. Outer insulation was also noted to be breached/cut.

Event description:
It was reported that during implant procedure that the helix would not extend or retract. The lead was not implanted. No patient complications have been reported as a result of this event.